Manufacturer narrative:
The available information is extremely limited, it is not know which cervical construct or devices were implanted. The information provided also does not elude to whether it was an anterior or posterior approach, further not allowing us to determine which probable codes are associated with the implanted devices therefore, brand name, type of the device: common device name, device product code and PMA/510(k) number cannot be determined. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a patient is experiencing postoperative pain in her head, neck and thoracic regions after undergoing a surgery from c1-c7. She reports that she is not able to run, jump, skip rope, bike outdoors and has limited range of motion in her neck. No specific surgical information was provided.

Manufacturer narrative:
The product was not returned and no photos were provided, so an evaluation is unable to be performed. The catalog and lot number for this specific device was not provided. Therefore, the device and complaint history record (DHR) review cannot be performed in this case. It was reported that a patient is experiencing postoperative pain in her head, neck and thoracic regions after undergoing a surgery from c1-c7. She reports that she is not able to run, jump, skip rope, bike outdoors and has limited range of motion in her neck. The reported complaint could not be verified with the information provided by the customer and no return of the reported product . The exact cause of this event can't be determine with the available information. If further information is made available to the manufacturer, a supplemental report will be submitted.

Event description:
It was reported that a patient is experiencing postoperative pain in her head, neck and thoracic regions after undergoing a surgery from c1-c7. She reports that she is not able to run, jump, skip rope, bike outdoors and has limited range of motion in her neck.